Event description:
It was reported that the patient experienced an event in which infusion set cannula was bent which led to hyperglycemia on (b)(6) 2026. The patient's blood glucose level was reported as 347mg/dL. The event was managed with a correction bolus administered via the insulin pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.